Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain at the foot, low back and at the pocket site. It was also stated that the spinal cord stimulator was adjusted thrice since the patients implant procedure. The patient underwent an explant procedure wherein the ipg was removed and was not returned.